Manufacturer narrative:
Other: load wheel casting.

Event description:
It was reported by service report that the head section was broken near the load wheel. There was a fractured load wheel casting with exposed sharp edges. No pt involvement or adverse consequences are reported.